Event description:
It was reported that the promus 2.75 x 18 mm was deployed in the distal right coronary artery (rca) and the proximal rca pre-dilated with the promus 2.75 x 18 mm stent delivery system (sds) balloon. The sds catheter was then removed from the patient. A promus 3.0 x 28 mm sds was then advanced over a 0.014 non-abbott guide wire. After advancing the sds over the guide wire for about 5 cm the sds encountered resistance with the guide wire and the device could not advance any further. After repeated attempts, the sds was pulled back but was unable to be pulled back on the guide wire. Therefore, the sds was forcefully pulled back which resulted in the proximal shaft separating. The separation occurred outside the patient anatomy and therefore, the device was able to be removed from the patient. The patient was in stable condition. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Return of the promus sds and guide wire used in the procedure may have aided in the evaluation and determination of cause. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. It was reported that as resistance was encountered, excessive force was applied in the attempts to remove the sds. It should be noted the promus instructions for use (IFU) states: "applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." The excessive force likely resulted in the shaft separating. In this case, a conclusive cause for the reported difficulty advancing/retracting the sds on the guide wire could not be determined; however, the reported shaft separation appears to be related to the operational context of the procedure. Review of the manufacturing records did not produce any findings relevant to this report. There is no indication of a lot specific product quality deficiency.